Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with high and low blood glucose levels. The customer's blood glucose level at the time of incident was over 400mg/dl. The customer's levels had drop to as low as 33mg/dl. Troubleshoot was conducted. The customer states the alarm was resolved by complete set change. The device passed testing and was found to be operating as designed. The customer was advised to monitor the device and call back if issues persist. The customer was advised to calibrate when levels are normal.